Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy: according to the reporter - the seal broke as the surgeon inserted an instrument through it. No tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.